Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2 and h6: health effect - impact code have been updated. Addition to section h6: health effect - impact code.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 2 years and 9 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra valve in the native aortic position, the valve was explanted due to an unknown cause. A 23mm surgical valve was implanted in the aortic position. According to the provided medical records, the patient began experiencing an increase in dyspnea and heart failure symptoms. The patient was admitted twice for heart failure and now requires oxygen at home. Then, the patient presented with aortic stenosis and mitral regurgitation. The transcatheter heart valve (thv) was explanted and replaced by a surgical valve with root enlargement performed, and a mitral replacement (mr) and left ventricular outflow tract reconstruction were executed. The post-operative diagnosis was structural valve deterioration of the tavr valve, severe mitral regurgitation and patient prosthesis mismatch.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm^2/m^2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2 and 20 percent. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a ''thv-in-failing prosthesis'' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the patient's female sex and history of hypertension and chronic kidney disease. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.